Event description:
Synovitis [synovitis].case description: case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt, initials unk (age not provided) with osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for three previous courses of synvisc (first course given at the age of (B)(6)). On an unspecified date in 2009, the pt initiated intra-articular synvisc (hylan g-f 20) injection of the fourth course (dosage regimen not provided) in left knee. The lot number for synvisc was not provided. On (B)(6) 2009, the pt received the second injection of the fourth course. On (B)(6) 2009, (2 days after the injection), the pt experienced synovitis in left knee. The pt was treated for synovitis with 1 cc of intramuscular depo-medrol (methylprednisolone acetate). Action taken with synvisc treatment was not provided. On (B)(6) 2009, (after 5 days) the pt recovered from the event of synovitis of left knee. Concomitant medications were not provided. The intensity for the events of synovitis was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.